Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump declared an altitude alarm while sitting on a counter-top. The customer's blood glucose level was 131 mg/dl. Reportedly, the customer removed and reinstalled the cartridge multiple times. The customer was able to clear the alarm and resume insulin delivery.